Manufacturer narrative:
The esheath was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing the sheath shaft components are 100% visually inspected by both manufacturing and quality during final assembly and under minimum 3x magnification for the following: delamination and seam separation, wrinkles, kinks, bends, or mechanical damage on the shaft (including scratched/torn liner), circumferential oriented surface defects, protruding/missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes or tears on the strain relief, delamination, witness lines with exposed ptfe liner, remnant lines (white lines), seam separation, stress line(s) in the liner, notches on the bottom side of the liner when holding the housing in the left hand, flash and excess material, serrated transition, visually inspect the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID, and holes, or rough surface of tears in the tip. In addition, the shaft outer and inner diameters, and proximal flare are dimensionally inspected. During product verification testing, under a sampling basis, five (5) sample sheaths underwent an expander test per procedure. Before and after the test, sheaths were examined for seam separation, liner tears, and fragments that had detached from the tip. All samples from lot 61068111 passed pv testing. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. A device history record (DHR) performed revealed no issues that would have contributed to the complaint events. A review of lot history for lot 61068111 revealed no other complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿ or ¿sheath distal tip ¿ split¿. A review of the complaint history revealed 4 returned devices from february 2017 to january 2018 for the edwards esheath introducer set (all models and sizes) for ¿sheath shaft ¿ insertion difficulty-in patient¿. Review of these complaints identified that one complaint was confirmed and was related to patient/procedural factors as potential root cause for the issue. Two complaints were unable to be confirmed but available information suggests patient/procedural factors contributed to the event. One complaint is pending engineering evaluation. Since no manufacturing non-conformities were found, a corrective or preventative action was not required. The occurrence rate did not exceed the january 2018 control limits for the trend category ¿insertion difficulty ¿ in patient¿. A review of complaint history revealed 3 returned devices from february 2017 to january 2018 for the edwards esheath introducer set (all models and sizes) for ¿sheath distal tip ¿ split¿. Review of these complaints indicated confirmation of the complaints but no manufacturing non-conformances that would have contributed to the complaints. Available information suggested that patient/procedural factors likely contributed to the reported events. The occurrence rate did not exceed the january 2018 control limits for the trend category ¿damaged¿. The instructions for use (IFU), device preparation manual, and training manual were reviewed for instructions or guidance for proper use of the esheath and no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event(s) are an anticipated risk of the transcatheter heart valve procedure. The potential hazard ¿unable to insert sheath during procedure¿ could lead to the potential harm ¿abort clinical procedure upon attempting to insert sheath¿, severity 2. The potential hazard ¿distal tip becomes damaged during procedure¿ could lead to ¿no harm to the patient¿, severity 1 or the same potential hazard could result in a potential harm of ¿tissue damage, major¿, severity 3. The complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿ and ¿sheath distal tip ¿ split¿ were unable to be confirmed. As reported, the patient¿s access vessels were moderately calcified and moderately to severely tortuous. It is likely that this challenging anatomy contributed to the complaint events. Tortuosity can make for a difficult insertion path, and can cause the sheath to be inserted at a suboptimal angle. If the sheath then hits a piece of calcification in the vessel, this can further hinder sheath advancement. It is also likely that calcification contributed to the split in the tip. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. The procedure cautions that the esheath is ¿contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath.¿ further, this training indicates that push force of the sheath can vary during insertion due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Because no device was returned for evaluation and no photographs or any imagery associated with the complaint was provided, the complaints for ¿sheath shaft ¿ insertion difficulty ¿ in patient¿ and ¿sheath distal tip ¿ split¿ were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. In this case, available information suggests that patient factors contributed to the event; however, a definitive root cause was unable to be determined. A review of the complaint history, lot history, DHR, and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Further, a review of the IFU and training manual revealed no deficiencies. A review of complaint history reveals that the occurrence rates did not exceed the january 2018 control limits for the trend categories of ¿insertion difficulty-in patient¿ and ¿damaged¿. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the patient died from a complication of a rupture of the common femoral artery during a transfemoral deployment of a sapien 3 26mm valve. The sheath was discarded at the hospital. During insertion of 14fr esheath resistance was noted. The sheath was removed and a 14fr dilator was advanced. Upon visual inspection of the esheath the tip of the sheath was split. The sheath had caught on some calcium in the vessel causing it to split ("a notch" taken out by a chunk of calcium in the vessel). A new 14fr sheath was prepped and advanced. During preparation of the delivery system/valve the patient¿s pressure dropped. An angiography revealed extravasation of the access vessel and a covered stent was prepped. Blood and plasma was administered as was epinephrine for blood pressure support. The systolic blood pressure had dropped (130mmhg to 50 mmhg) and CPR was initiated. The patient continued to have no underlying blood pressure without CPR and hemostasis was not achieved. Preoperatively, the physician had discussed with the patient a surgical bailout plan if needed. It was decided preoperatively that, if it became necessary, no surgical intervention would be attempted. After greater than 20 minutes of CPR resuscitation efforts were aborted. Per physician and implanting team, they did not feel that there was a failure in the edwards device that lead to the complication. The patient's access vessel minimum luminal diameter (mld) measured 10.7mm x 12.mm on the right side and 8.8mm x 14.0mm on the left side. The vessel was moderately calcified and moderate to severely tortuous. Per report, the patient's anatomy with calcification and tortuosity caused the buckling of the lunderquist wire and the 14fr sheath.